Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an opened sample of product code w3650, lot # pck461 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and bending was noted at the half needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample, it could not be determined what may have caused the reported incident. Representative samples of product code w3650, lot # pck461 were received for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened and, the swage and attachment area were noted to be as expected and the needles were straight (ks). The sutures were dispensed without problems and examined along of the strand and no defects, damaged were observed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the issue relating to the incorrect needle in the package? Any photos available for visual analysis? What is the lot number of the impacted product? Device return status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Pre-op, it was noted that the needle was not straight. There were no adverse patient consequences reported. Additional information has been requested.